Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of (3) 6f-12f mynx control venous vascular closure devices (vcd) the patient came back for a follow up with pus-like inflammation/infection. The doctor is not sure if it was caused by the mynx or if it is a reaction to the peg. The patient does not have a history of infectious diseases. The devices will not be returned for evaluation.

Manufacturer narrative:
Due to additional information received by the sales representative, this complaint was previously reported. Therefore, this event will be unreported and no further reports will be forthcoming.